Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed tcmid:06 (ce post failure) error message was confirmed during the functional testing and the archive review. The likely root cause of the reported complaint was a failure of the lm34 temperature sensor. The event log review indicated tcmid:06 errors, confirming the reported complaint. Related to the reported complaint, tcmid:08 (coolant temp low) error message was also observed in the log. During functional testing, the thermogard xp ivtm system did not pass the power-on self-test and displayed a tcmid:06 error upon powering on, confirming the reported complaint. The lm34 temperature sensor was replaced to remedy the reported complaint. The tcmid:08 observed in the event log was not reproduced but replacement of the lm34 temperature sensor will also prevent recurrence of the error message. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).

Event description:
Biomed reported the thermogard xp ivtm system (sn (B)(6) displayed tcmid:06 (ce post failure) error message. Another device was used for therapy. The patient was not in danger. No further information.